Event description:
It was initially reported that the patient needed to meet with a manufacturer representative to see if the stimulator was at its end of life and needed replacement or if it was possible to do something to adjust the stimulator. Five months later, it was reported that there was a shocking or jolting sensation and stimulation in the wrong location. The symptom reported was increased baseline pain in both arms and both legs. It was indicated there had been no known accident or incident related to this complaint. It was stated that the scs (spinal cord stimulator) had "started having issues" in the year of the report. It was stated that over the last month prior to the report, it had been increasing "in misfiring to different parts of patient's body." Patient's left arm was starting to ache and the ins (implantable neurostimulator) was for pain in the left arm. It was stated that this was "getting uncomfortable and shooting down patient's left leg instead of her arm." It was reported it was like "a shock and a jolt and then her leg twitched." It was stated that on the day of the report "it was really, really bad," and "very uncomfortable." It was stated that on the day of the report "the shooting was down the left leg from the knee cap to the ankle." The right leg had also been impacted, but not on the day of the report. It was indicated that, even when the ins was turned off, the patient "still felt some of it, but not as intense." It was stated this had started about 3 months prior to the report, but she didn't pay much attention to it. It was stated that gradually her left arm had started aching more and the patient had started waking up in the middle of the night due to "throbbing." No known event happened 3 months before the report to cause this. However, it was reported that the patient was having "a lot of back pain" for a little over a year. It was stated that the patient had not had back issues before and the patient was concerned "if it could be the stimulator." It was reported that the patient was still getting some relief for her left arm but it was not covering her arm for all of the pain. It was also stated, the patient had gained weight and lost weight in the past year prior to the report. It was stated that the patient had also tried turning stimulation amplitude down, but that "aggravated" the arm. One day later, it was reported that the patient had gone to the ER one day prior to the report, but she was only able to get pain medication and doctors were not able to address the device issue. It was indicated that the shocking was getting worse. It was stated that it let up when the ins was turned off, but did not go away. It was stated that the patient did not recall any twists, falls, bending, lifting from 3 months prior to the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3708340, serial#(B)(4), implanted: 2005 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 389056 lot# j0306776v, implanted: 2003 (B)(6); product type lead. (B)(4).